Event description:
During device replacement due to normal eri in a pacemaker dependent patient, a temporary pacing lead was used while the ventricular lead was disconnected from the old pacemaker. The ventricular lead was then connected to the newly implanted pacemaker and temporary pacing lead was removed. A loss of pacing was then observed resulting in syncope. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of pacing problem were not confirmed. Device was in normal range of operation on receipt. Device image analysis indicated average monthly voltage and current trends were normal. Visual analysis was performed and no anomaly was noted. Telemetry, output and pacing function tests were performed and no anomalies were noted. Longevity assessment was performed, and device had appropriate longevity remaining.